Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to an abrupt high out of range pacing impedance measurement in the bipolar configuration, measuring greater than 3000 ohms. The health care professional (hcp) was unable to recreate the out of range measurement in bipolar; however, it was noted that unipolar pacing impedance measured at about 2200 ohms. Minimal noise was observed in bipolar, and loss of capture (loc) was exhibited in unipolar and bipolar. The hcp implemented programming changes that technical services (ts) recommended. Prior to the lss, it was noted that the patient experienced a fall. Subsequently, ts suspected there was a lead fracture and recommended performing a chest x-ray. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.